Event description:
A facility representative reported that during an intraocular lens (iol) implantation procedure, loading error was noticed and the iol was pinched in cartridge. Additional information was requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).